Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 212 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.